Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline power fault alarms requiring brushing and modular cable change in the past, and driveline fault alarms returned on 09jun2026. Self-test was attempted without resolution. No obvious damage was observed on the modular cable. Patient denied moisture exposure at the time of the event. Log files were submitted for review which confirmed the returning driveline power faults associated with power line a. The pump itself appeared to be unaffected by the fault. The current sensing data values appeared out of specification for power line a causing the alarm. The site reported concerns with corrosion or debris with potential internal wire damage given the "low flows" seen. The modular cable and system controller were exchanged on 10jun2026. It was noted that the customer used canned air to clear some visible corrosion debris which was successful, the controller passed the self-test. Given the return of connector corrosion on 24dec2024, rescue tape was applied to proximal portion of the driveline in case there was retrograde moisture entering the modular connection. Log files submitted on the new primary system controller captured no additional faults. No signs of corrosion were seen at the system controller connection.